Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: expired product from the hospital was used during a kyphoplasty procedure. There were no issues reported. The case was completed successfully without any patient complications. The patient status is good. No additional information was reported.